Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition. (D11) concomitant device: - (cn: 02-012-65-3013, sn: (B)(6) logic cc tibial insert size 3, 13mm - (cn: 02-012-50-2013, sn: (B)(6) logic fit / rbk augment 1\2 block rm/ ll size 2 10mm - (cn: 02-012-45-3020, sn: 5812285) logic tibial fit tray cemented sz 3f/2t - (cn: 02-012-50-2014, sn: (B)(6) logic fit / rbk augment 1/2 block rl/lm size 2 10mm - (cn: 02-012-61-4000, sn: (B)(6) logic offset stem ext coupler 4mm - (cn: 02-012-64-1312, sn:(B)(6) truliant fluted stem ext 13mm x 120mm blast - (cn: 02-010-06-0330, sn: (B)(6) logic cc femoral size 3, right - (cn: 02-012-61-6000, sn:(B)(6) logic offset stem ext coupler 6mm - (cn: 02-012-64-1612, sn:(B)(6) truliant fluted stem 16mm x 120 mm blast - (cn: 200-07-32, sn: (B)(6) advanced patella 32mm 3 peg implant - (cn: 208-05-03, sn:(B)(6) cc distal femoral augment size 3 5mm no information provided in the following section(s): a4, a5, b6, the following section(s) have additional info: g4, g7, h1, h2, h3, h7.

Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 02-012-65-3013, sn: (B)(4)) logic cc tibial insert size 3, 13mm; (cn: 02-012-50-2013, sn: (B)(4)) logic fit / rbk augment 1\2 block rm/ ll size 2 10mm; (cn: 02-012-45-3020, sn: (B)(4)) logic tibial fit tray cemented sz 3f/2t; (cn: 02-012-50-2014, sn: (B)(4)) logic fit / rbk augment 1/2 block rl/lm size 2 10mm; (cn: 02-012-61-4000, sn: (B)(4)) logic offset stem ext coupler 4mm; (cn: 02-012-64-1312, sn: (B)(4)) truliant fluted stem ext 13mm x 120mm blast; (cn: 02-010-06-0330, sn: (B)(4)) logic cc femoral size 3, right; (cn: 02-012-61-6000, sn: (B)(4)) logic offset stem ext coupler 6mm; (cn: 02-012-64-1612, sn: (B)(4)) truliant fluted stem 16mm x 120 mm blast; (cn: 200-07-32, sn: (B)(4)) advanced patella 32mm 3 peg implant; (cn: 208-05-03, sn: (B)(4)) cc distal femoral augment size 3 5mm.

Event description:
As reported, this (B)(6) y/o female patient¿s initial right tka was a competitor¿s device, which was revised approximately 1year ago to this manufacture¿s tka. The patient was experiencing pain after her revision knee and was scheduled for a wash out/ poly exchange/ possible full revision knee. The patient was last known to be in stable condition following the event. Devices not returning due to facility policy.